Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that touchscreen was unresponsive. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis ciisafe system touchscreen had frozen. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction and there was delay in issuing medications to patient. There were no adverse events or injuries reported based on this event.